Event description:
It was reported that during a procedure to directly stent a heavily calcified, 100% stenosed lesion in an iliac artery, an absolute .035 8mmx60mmx80cm stent delivery system (sds) could not pass the lesion. Pre-diliation was then performed and the same absolute sds was used to successfully place the stent. Post-dilatation was required as the stent was not adequately apposed to the vessel wall. There was no resistance and/or force applied during use of the absolute sds on advancement or removal. During post-dilatation under fluoroscopy, an unknown object could be seen on the guidewire. The sds was removed from the anatomy and then the guidewire was removed. As the guidewire was removed from the anatomy, it was confirmed that the object was the small white tip of the absolute sds. The tip came out of the anatomy on the guidewire and no intervention was needed to remove it. There was no patient adverse effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned. Factors which may contribute to poor self-expanding stent apposition may include, but are not limited to, inappropriate device size selection, lesion calcification, and lesion tortuosity. Potential causes for tip detachment during use include, but are not limited to, manufacturing, tip becoming entrapped within the lesion, mishandling during loading onto a guide wire, interaction with the stent struts post deployment or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, 100% of the tips are inspected during loading of the mandrel on the manufacturing line. Additionally a tip pull test is performed during reliability testing on-line. The anatomical conditions reported heavy calcification and 100% stenosis which appear to have contributed to the reported physical resistance during advancement to the target lesion. Additionally, it is possible that the anatomical conditions contributed to the reported stent apposition. Further, the tip may have subsequently been caught on the stent struts post-deployment and during removal resulted in the tip detachment. Although a conclusive cause could not be determined, there is no indication of a product quality deficiency. A review of the lot history record database for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported for this lot.